Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Additional method code: device not returned (4114). Investigation ¿ evaluation . (B)(6) hospital informed cook that on 18aug2020 an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked between the catheter hub and tubing. The device did not make patient contact, and the patient did not require additional intervention. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot did not have related nonconformances. There are no additional complaints on this lot. There is no evidence of nonconforming material in house or in the field. Based on the device master record review and device history record review, there is no evidence the device was manufactured out of specification. The results of the investigation determined there is no evidence of manufacturing deficiency, therefore, the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a chest percutaneous catheter drainage procedure. Prior to use, an air leak was discovered in the connection between the catheter and the mac-loc. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.